Event description:
It was reported that during a laparoscopic appendectomy procedure, the device jammed during firing and was difficult to reopen. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the optimizer form indicates that the device is available at the customer site? Is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit. When the device jammed, were the cut line and staple line equal in length? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? I am sorry. No other information is available. The staff placed the device in the trash, and I was not in the case. The device was simply handed to mngt with a small note.